Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
The complainant alleged while attempting to treat a patient (age and gender unknown) the device would inappropriately reboot power on its own. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned and the reported malfunction was not replicated or confirmed. The device was put through extensive testing without duplicating the malfunction. A review of the device's activity log was unable to find any indication of the customer complaint. The front panel membrane and monitor board were replaced as a precaution. The device was recertified and returned to the customer. No trend is associated with reports of this type.